Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that the trial patient had shingles. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. They were to move forward to the implantable device but was currently under quarantine so the implant surgery had to be rescheduled. The patient stated that they were looking forward to the implant and their doctor hoped they would be better in 2 weeks. The issue was reported was not resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.